Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the leaking vacuum accumulator which resolved the issue. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any trends related to the alinity I system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) or the vacuum accumulator were identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results generated on the alinity I processing module for two patients. The physician questioned the results. The samples were repeated and normal results were obtained. The following data was provided: customer¿s normal range: 34 ng/l. Patient 1: sid (B)(6) ran on (B)(6) 2024 at 13:30 result = 2.7 ng/l. Sid (B)(6) ran on (B)(6) 2024 at 00:32 result = 205.9 ng/l. Sid (B)(6) ran on (B)(6) 2024 at 09:05 result = 2.7 ng/l. Sid (B)(6) ran on (B)(6) 2024 at 12:05 result = 2.7 ng/l. Sid (B)(6) ran on (B)(6) 2024 at 10:11 result = 83.5 ng/l. On (B)(6) 2024, all five samples were repeated on two alinity I processing modules and all the results were 2.7 ng/l. Patient 2: sid (B)(6) ran (B)(6) 2024 initial result = 64.5 ng/l; repeat result = 2.7 ng/l. Repeat result on another alinity I processing module = 2.7 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: patient 1 sids = (B)(6) ; patient 2 sid = (B)(6) . This issue was previously reported under MDR number 3005094123-2024-00168 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results generated on the alinity I processing module for two patients. The physician questioned the results. The samples were repeated and normal results were obtained. The following data was provided: customer¿s normal range: <34 ng/l patient 1: sid (B)(6) ran on (B)(6) 2024 at 13:30 result = <2.7 ng/l . Sid (B)(6) ran on (B)(6) 2024 at 00:32 result = 205.9 ng/l. Sid (B)(6) ran on (B)(6) 2024 at 09:05 result = <2.7 ng/l . Sid (B)(6) ran on (B)(6) 2024 at 12:05 result = <2.7 ng/l . Sid (B)(6) ran on (B)(6) 2024 at 10:11 result = 83.5 ng/l . On (B)(6) 2024, all five samples were repeated on two alinity I processing modules and all the results were <2.7 ng/l. Patient 2: sid (B)(6) ran on (B)(6) 2024 initial result = 64.5 ng/l; repeat result = <2.7 ng/l repeat result on another alinity I processing module = <2.7 ng/l there was no impact to patient management reported.